Event description:
The user facility reported that the device had metal shavings coming out during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The user facility reported that the device had metal shavings coming out during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.